Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch #: u5c616. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information: the procedure was not converted to open. There was no problem for washer cut, donuts and removal of the device. The device was fired without tension for the target tissue. There was no comment from dr about the cause of this matter.

Event description:
It was reported that during a laparoscopic low anterior resection, air leaked at the leak test. A staple at the anterior wall side was remained on the device. The device was used for dst anastomosis on the rectum. 3-0 pds was used to stitch the tissue to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. H6: component code = others (g07). D4: batch # u5c616. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.